Event description:
It was reported that the patient had poor impedance in 2 leads. The patient had the system placed in 2011 and needed the battery changed. The symptoms the patient experienced were urge, urge incontinence, and nocturia. The troubleshooting, intervention, or other action taken to resolve the event was that the patient had surgery on (B)(6) 2015. The surgery was to replace the stimulator battery. The patient recovered without permanent impairment. The patient was doing great and everything was working well after.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v672425, implanted: (B)(6) 2011, product type lead. (B)(4).